Event description:
The customer reported the evis exera iii video system center is unable to display image on the provation. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device; however, the customer was unable to at the time of call. A follow up was made and the customer confirmed that the issue was resolved by plugging in a cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a disconnected cable. Olympus will continue to monitor field performance for this device.